Manufacturer narrative:
Film evaluation summary the reported type ia endoleak could not be confirmed on the film provided but also could not be ruled out. Lack of additional returned angiography images or videos showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s for assessment of the endoleak were also not provided. It is likely that disease progression over the 7 years of implantation, with the reported neck dilatation, may have been a factor in the reported endoleak. It is unknown if the lack of expansion of the suprarenal stents, leading to decreased stent graft lumen proximally, occurred in conjunction with the disease progression and may have contributed to the occurrence of a proximal endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system, and heli-fx endo-anchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure follow up CT angiogram identified a type ia endoleak. A reliant balloon was used to balloon, however, the endoleak persisted. Per the physician, the cause of the endoleak is anatomy related likely due to neck dilation. No additional clinical sequelae were reported, and the patient will be monitored.